Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported material rupture appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The tenku is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.5x12mm tenku dilatation balloon was advanced to the distal right coronary artery (rca), moderately calcified and 99% stenosed lesion. During the second balloon inflation at 6 atmospheres (atm), the balloon ruptured. The device was removed without reported issue and a new device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.